Event description:
This report addresses the issue of leak in reference to the disposable homechoice cassette. On (B)(6) 2012, during a follow up for another issue, the care giver (cg) reported to baxter that on (B)(6) 2012 during therapy, there was a leak from where the patient line connects to the transfer set. The cg did not see anything wrong with the supplies or the transfer set. The home patient (hp) ended up completing therapy with the setup that was leaking. The cg stated that there were no alarms. There was no patient injury or medical intervention reported. On (B)(4) 2012, product surveillance receive voicemail from the registered nurse (rn) regarding the reported issue. The rn stated it occurred during initial drain. They found the carpet was wet and the source of the leak was not found. There was no sign of infection and the clamps were closed on the supplies. The rn stated that hp was aware of proper procedures regarding not reusing supplies. The nurse did not provide any further details. The product and lot number information was not available.

Manufacturer narrative:
(B)(4). Baxter received two companion sample in opened pouch. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Samples ran on homechoice machine with no issues noted. Samples was not confirmed for the reported problem of leak. The assignable cause of the reported problem was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required